Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue on product. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -05.00/+3.5/103 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2021 but the problem was not resolved, so the lens was removed. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
(B)(4). Claim # (B)(4).